Event description:
Consumer complaint of high blood results. Expected blood glucose results (fasting/before meals/ two hours after meals) range from 70 to 160 mg/dl. Comparing results against another undisclosed handheld meter; exact results not specified. Testing performed 5 to 7 daily. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently taking insulin pump to manage diabetes. Back to back blood test performed during call ((B)(6) 2014; 6:44 pm) with results of 373 and 419 mg/dl (fasting/ before meal/ after meal). Verified storage of test strips is within specification since they are kept in bedroom. Test strip lot MFR's expiration date is (B)(6) 2016 and open vial date is two days ago. Recall test results performed (fasting/ before meals/ after meals) from meter memory: on (B)(6) 2014; 07:09 pm - 388 mg/dl; (B)(6) 2014; 04:20 pm - 368 mg/dl; (B)(6) 2014; 12:33 pm - 303 mg/dl; (B)(6) 2014; 12:23 pm - 203 mg/dl; (B)(6) 2014; 04:33 pm - 433 mg/dl.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for eval. Most likely underlying root cause of malfunction: user had an inaccurate reference. MFR acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification ((B)(4) 2014).